Manufacturer narrative:
UDI - not required for the reported product code. Expiration date - - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. 510(k): k923607 and k926214. The actual sample was received for evaluation. Visual inspection revealed that the urethane outer layer had been completely sheared off and was missing on approximately 0mm - 68mm from the distal end of the device. On approximately 68mm - 139mm (approximately 71mm in length) from the distal end of the device, the urethane outer layer had been sheared and was partially missing. Magnifying and electron microscopic inspections of the urethane outer layer on approximately 68 - 139mm revealed that at approximately 139mm from the distal end of the device, some abrasions which implied that the actual sample had encountered a sharp object. Some creases had been generated on the surface of the urethane outer layer in the circumferential direction. The outside diameter of the shaft was measured on the undamaged segment and confirmed to meet manufacturer specifications. Reproductive testing was performed on a current guidewire sample, it was inserted into a metal needle and withdrawn from it in the manner of the guidewire sample having contact with the metal needle. The urethane outer layer was sheared off from the guidewire sample. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and the complaint file. The IFU states: do not manipulate/withdraw the guidewire m non-vascular through a metal entry needle, a metal dilator or metal devices with sharp or rasping edges. Manipulation and/or withdrawal through a metal device with sharp or rasping edge may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that when the actual sample was being advanced towards the target lesion through the involved metal needle, the urethane outer layer of the actual sample came into contact with the edge of the involved metal needle and subsequent manipulation of the actual sample caused its urethane outer layer to get sheared with the involved metal needle. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that ptbd was performed on obstructive jaundice. The radifocus guidewire m was used in combination with a top-made ptcd angiographic needle. While advancing the actual sample toward the target lesion, the customer felt some resistance. He withdrew it out of the patient and found that the urethane outer layer had been sheared off the actual sample. The sheared fragment remains in the patient's body, and it was determined that it will not be retrieved. It was reported that the patient's condition was taking a turn for the better.